Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) y/o male patient presented approximately 3 mos postop the initial l tsa for follow-up after surgery and x-rays revealed poly component was no longer in glenoid. Central peg did appear to still be in place. A pop was felt during one physical therapy appointment. Surgeon removed poly from patient via an arthroscopic and mini open technique. Glenoid became loose and free floating in joint central peg remained in patient and broke from the rest of the component. Patient has requested implant (product not returning). Pictures from procedure and pictures of removed poly are available. Patient has requested explant. Event occurred after primary surgery. No reported delay/prolongation. Device will not return due to patient requested to keep it.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of glenoid loosening which caused the center peg to fracture and allowed the glenoid body to float free in the joint space. Possible contributing factors of the loosening/fracture may have been the result of incomplete seating of the glenoid component at the time of implantation, patient conditions, and/or abnormal forces being applied to the glenoid component during physical therapy. However, this cannot be confirmed as the device was not available for evaluation and x-ray images were not provided. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 3 mos postop the initial ltsa, this 71 y/o male patient patient presented for follow-up after surgery and x-rays revealed poly component was no longer in glenoid. Had a failed glenoid that had been removed arthroscopically. Central peg did appear to still be in place. A pop was felt during one physical therapy appointment. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.

Event description:
As reported, approximately 3 mos postop the initial ltsa, this 71 y/o male patient patient presented for follow-up after surgery and x-rays revealed poly component was no longer in glenoid. Had a failed glenoid that had been removed arthroscopically. Central peg did appear to still be in place. A pop was felt during one physical therapy appointment. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.